Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis concluded that the examination showed a fractured post of a tibial insert. The proximal end of the fractured post was not returned for investigation. The superior/inferior surfaces as well as the anterior/posterior sides of the tibial show signs of deformation. Deformation on the superior surface was likely due to contact of the femoral component with the tibial insert. Deformation on the inferior and anterior surfaces was likely due to explantation. The tibial insert also showed signs of discoloration. The discoloration is likely due to the absorption of lipids. The cause of the deformation on the posterior side of the insert and the post fracture could not be determined from this investigation. No material or manufacturing deviations were observed during the investigation of this device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a journey I system had been implanted on (B)(6) 2007, the patient bent down to retrieve an item and suffered a dislocated knee. Through further evaluation it was concluded that the post on his polyethylene implant broke. A revision surgery was performed to replace the broken polyethylene and was a success.